Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found blood at the distal region of the lead. After cutting the lead, the inner insulation was found to be damaged due to stylet perforation occurring at the time of procedure. The cause of the reported event was procedural damage.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the right ventricular lead noted to have insulation damage. The reported lead was not installed and the procedure was completed with a new lead no 19 oct 2023. There were no patient consequences.